Event description:
A customer observed imprecise valp qc results on the vitros 5,1 fs chemistry system from 2007 to 2008. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into the event determined that the vitros 5,1 was operating as intended. The definitive root cause of the imprecise valp qc results is unk, however, it is most likely a combination of two factors, user error in the processing and handling of qc fluids and inconsistent reagent pack handling. Following svc activity and re-enforcement of reagent handling, acceptable performance has been maintained.